Manufacturer narrative:
H6: investigation: the customer issued a complaint for separated product detected by end user. Photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. This product was designed with a low clipping force to accommodate easily all types of syringes during device assembly and so minimizing risk of flange or device breakage. The draw-back of this design is the relatively low retention force. Based on investigation conclusion a syringe can only become detached if syringe capture features (holding clips) of the device or the flange of the syringe get damaged/broken or the syringe receives an impact after syringe insertion which causes it to unclip from the device. The manual needle guards syringe flange holding clips were observed straight and properly aligned. The syringe flange and barrel were not cracked or broken. Based on the deformation seen on one of the holding clips the syringe was unclipped from the device. Therefore, the syringe most likely became detached as it received an external impact after syringe insertion. None of these causes are related to bd process.

Event description:
It was reported that ultrasafe b100l ng blue bulk amg needle was loose. The following information was provided by the initial reporter: the needle guard from one neulasta pfs fell off when the nurse picked up the syringe to remove it from the intact packaging in preparation to administer the dose. The needle guard was "clearly loose inside the packaging and would have fallen on the floor if the nurse did not hold onto it."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ultrasafe b100l ng blue bulk amg needle was loose. The following information was provided by the initial reporter: the needle guard from one neulasta pfs fell off when the nurse picked up the syringe to remove it from the intact packaging in preparation to administer the dose. The needle guard was "clearly loose inside the packaging and would have fallen on the floor if the nurse did not hold onto it."